Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that a non indicated use of the product occurred that caused to the event. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, 2 communication errors and a software failure was detected. There was no patient/user impact reported.